Event description:
New information received noted that x-ray showed lead in the right atrium. Lead revision was discussed; however, no intervention was performed.

Event description:
New information received noted that left ventricular lead was replaced with new lead and patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead had no capture with all vectors. X-ray was performed. Lead revision was discussed. The patient was stable.